Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. The customer addressed the decreased bg by consuming carbohydrates and glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.